Event description:
It was reported during routine follow-up that an increase in capture threshold was observed following an av node ablation procedure. The lead was capped and replaced on (B)(6) 2015. The patient was stable throughout the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.